Manufacturer narrative:
Samples for each patient were submitted for investigation. During the investigation, a pre-wash interference was confirmed which indicates the potential for an interferent. This interferent most likely caused the high ft4 ii and ft3 iii results. Interferences are documented in product labeling.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
An additional ft4ii result from (B)(6) 2016 was provided for patient 1 of 50.5 pmol/l. On (B)(6) 2016 a new sample was obtained for patient 2 and the tsh result was 1.2 mu/l, the ft4 ii result was 51.4 pmol/l and the ft3 result was 22.0 pmol/l. On (B)(6) 2016 a new sample was obtained for patient 1 and the tsh result was 0.97 mu/l, the ft4ii result was 86.6 pmol/l and the ft3 result was 26.9 pmol/l.

Manufacturer narrative:
(B)(6).

Event description:
The customer complained of erroneous free thyroxine (ft4 ii) for 2 patients. Based on the data provided, erroneous ft3 - free triiodothyronine (ft3) results were also identified for 1 patient. Comparisons were being performed between an e602 analyzer and a dialysis method from another laboratory. The dialysis method results are believed to be correct. It is not known if any erroneous results were reported outside of the laboratory for patient 1. The erroneous ft4 ii results were reported outside of the laboratory for patient 2. This medwatch will cover ft3. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. Patient 1 initial ft4 ii result from the e602 analyzer was 56.9 pmol/l. The repeat ft4 ii result using the dialysis method was 12 pmol/l. The initial ft3 result from the e602 analyzer was 24.3 pmol/l. The repeat ft3 result using the dialysis method was 6.9 pmol/l. On (B)(6) 2016 patient 2 (male, (B)(6)) had an ft4 ii result from the e602 analyzer was 64.6 pmol/l. This result did not fit the clinical status of the patient. On (B)(6) 2016 the initial ft4 ii result from the e602 analyzer was 72.3 pmol/l. This result was reported outside of the laboratory where it was questioned by the physician. The repeat ft4 ii result using the dialysis method was 14.0 pmol/l. No adverse event was reported for either patient. The e602 analyzer serial number was (B)(4).